Event description:
It was reported by the patient that the blood glucose reached 300 mg/dl while wearing the pod less than an hour on the skin. It was reported by the patient that the cannula did not deploy; this indicates a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.